Event description:
A user facility reported that the handpiece was not functioning properly and two intraocular lenses (iol) were damaged during the same surgical procedure. It was reported that after the removal of the second damaged iol, a vitrectomy was performed due to a torn capsular bag.